Manufacturer narrative:
(B)(4),. D10: medical product: femur cemented standard right size 11: catalog#42504607002, lot#64900889; stem extension straight splined uncemented 11 mm diameter +135 mm length: catalog#42560113511, lot#65047323; femoral posterior augment cemented size 11, 5 mm thickness: catalog#42556807005, lot#64982096; femoral distal augment cemented size 11, 11+ 5 mm thickness: catalog#42556607005, lot#65263644, qty#1; tibia fixed cemented right size f: catalog#42542007502, lot#65906026; stem extension straight splined uncemented 14 mm diameter +135 mm length: catalog#42560113514, lot#65042539; tibial augment cemented half block right medial size ef 5 mm thickness: catalog#42555805405, lot#65727065; all-poly patella cemented 38 mm diameter: catalog#42540200038, lot#66160332; articular surface fixed bearing constrained condylar knee (cck) right 16 mm height: catalog#42522800816, lot#64751925. G2: foreign: australia customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent a right total knee arthroplasty. Approximately six (6) months post-implantation, the patient began to experience a loss of range of motion and an infection was suspected. Subsequently, the patient underwent revision surgery where loosening was found however the infection results were inconclusive. All components were revised without complication. It was reported that no further information is available.

Manufacturer narrative:
Visual inspection of the provided images showed femoral and tibial components along with stem components. Devices show heavy residue upon them. As device was not returned, further analysis could not be performed. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause related to the loosening and range of motion concerns was unable to be determined. Investigation results concluded that the root cause of the reported infection is not device related as the sterile certifications were reviewed and found to be conforming with no applicable deviations. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.